Event description:
It was reported that the device was replaced with a new one at the time of normal battery life. During the previous ipg replacement operation, electrode 10 and electrode 11 had abnormal impedance (no abnormal impedance were observed until that timing); measures were taken repeatedly, but there was no improvement, so implantation was performed because the physician understood the possibility of a fracture. However, when the ipg was replaced this time, the impedance returned to normal when it was reconnected with a new stimulator, so a defect was suspected. Environment, external, and patient factors that may have caused the event were unknown. Troubleshooting included the ipg and extension being reconnected several times. There were no significant hazards. The issue was resolved at the time of this report. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (serial #: (B)(6) revealed that there was no significant anomalies with the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.